Manufacturer narrative:
The device was not returned for evaluation. However, a zoll rep was onsite and explained to the facility that the device failed to correctly interpret patient ECG because they were performing CPR during the analysis. The movement during the analysis period caused the analysis algorithm to produce a shock advised message. The investigation concluded that the device operated as intended. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.